Event description:
On 10/23/2023, it was reported by an arthrex subsidiary employee via email that an ar-8991 knotless fibertak dx suture got stuck. The blue repair suture was passed through the loop portion of the black and white shuttle suture. The surgeon did a suture relay but got stuck in the middle. The surgeon felt that some of the thickness of the suture was different. This was discovered during a procedure on 10/20/2023 and was completed with a new product. Additional information received on 10/24/2023: this was discovered during a lateral ligament suture procedure and completed using another ar-8991 knotless fibertak dx.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.